Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic conducted a post market clinical follow-up (pmcf) survey to seek out potential new risks and assess performance of the sprinter legend rx ptca balloon catheter survey results from an interventional cardiologist using the devices for the past year. In the past year the physician has used sprinter legend rx 100 times using intermediate sizes. An instance of dissection related to the procedure but not directly to sprinter legend rx was experienced when using the product over the last 12 months.